Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had been on medication for approx 5 months for right heart failure and was admitted into the hospital for bacteremia and a driveline infection. A peripherally inserted central catheter (PICC) line was placed in the pt and the pt was discharged to home on IV antibiotics. Additional info was received from the vad coordinator which stated that the pt was moved to a 1a status on the transplant list and the pt was transplanted.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.